Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to slide the cartridge onto the pump. A new cartridge was successfully loaded onto the pump to address the event. Blood glucose was 181 mg/dl.